Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a separation of the driveline distal end bend relief from the metal connector was confirmed by an onsite abbott representative. A universal percutaneous lead bend relief clamshell was installed under work order 93516 to repair a separation between the driveline bend relief and the metal connector. No alarms were reported in association with the event. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), (B)(6), and no related complaints have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 4 ¿system monitor¿, section 6 ¿patient care and management¿, and section 7 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. Heartmate ii lvas patient handbook is currently available. Section 4 "living with the heartmate ii" contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a perc lead separation at the distal end bend relief. A clam share was requested, and installed on (B)(6) 2020.